Manufacturer narrative:
Related components of device system: model number/catalog number: 72400025, batch/lot number 1000393049, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that an artificial urinary sphincter (aus) device was explanted due to an infection in the groin site, and in the scrotum at the pump site. The infection was treated with oral antibiotics. The infection symptoms started on (B)(6) 2020, and the patient was diagnosed with an infection on (B)(6) 2020. The patient status was good following this procedure.